Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50, (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #: 17801468/17910828, description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing uncomfortable shooting pain at the ipg insertion site and this pain was present even when the stimulation was turned off. It was also reported that one of the patient's leads had broken through the skin and was hanging out in the gluteal cleft. The patient underwent an explant procedure. No device malfunction was suspected.